Manufacturer narrative:
Investigation included technical support troubleshooting and device replacement logistics review. Investigation of this case revealed a device alert related to the motor function with adequate battery status and persistent failure to proceed despite restart attempts. It was concluded that a device malfunction occurred and that replacement was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user received repeated ¿unable to proceed¿ alerts during a supply change, including an immediate alert on a dry run with the pump off-body, consistent with a motor stall not resolved after priming and rewinding; a replacement ilet was processed and shipped, and the user was instructed to use backup therapy. Symptoms included hyperglycemia with a reported blood glucose of 397 mg/dl that decreased to 205 mg/dl after subcutaneous insulin administration, with no reported associated symptoms. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy.